Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 370cc mentor memorygel breast implant prostheses and experienced bilateral device migration and left-sided capsular contracture (grade unknown) postoperatively. The patient states that the patient started to feel left breast pain and her implants appeared to be shifted/bottomed out around (B)(6) 2020. The patient had a consultation with a healthcare professional. However, the patients doctor seemed to believe that the left breast pain was due to capsular contracture and did not perform or suggest any procedures. As the left breast paint got worse, the patients doctor suggested the patient to find a doctor near her. The patient states that she needs to use ice on her left breast to alleviate the breast pain and does not have issues with her right breast except bottoming out. As a result, the patient is planning to undergo removal and replacement with unspecified breast implants. However, at the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prothesis.